Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing. Possible causes were discussed. The patient was presented to the clinic, and an x-ray was performed. Upon review, it was noted that the electrode was slightly under-inserted. Subsequently, a revision procedure was performed, the electrode was reconnected to the s-ICD and the s-ICD system was put in the body. However, the noisy oversensed was still observed. The physician opted to replace the s-ICD, while the electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing. Possible causes were discussed. The patient was presented to the clinic, and an x-ray was performed. Upon review, it was noted that the electrode was slightly under-inserted. Subsequently, a revision procedure was performed, the electrode was reconnected to the s-ICD and the s-ICD system was put in the body. However, the noisy oversensed was still observed. The physician opted to replace the s-ICD, while the electrode remains in service. No additional adverse patient effects were reported.